Event description:
It was reported that the front right corner of bed frame is broken off. There was no patient involvement.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. A new bed frame was installed to resolve the issue. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Legal manufacturer: (B)(4).

Manufacturer narrative:
Additional information was received that the failure was with the bed chassis and not the bed wall. Therefore, there was no reportable malfunction.